Event description:
On 02/24/1999, the present MFR rec'd a letter from the pt's attorney that states the following: please note the attorney has been retained to represent the pt for injuries he sustained when the device catheter failed requiring its surgical removal on 12/30/1998 (that was when the device was removed), and requiring the catheter removal from his heart on 01/08/1999, in cardiac catheterization procedure. Please provide the attorney from the MFR's records what the serial number is for this product and also provide all package inserts and any other product info the MFR has including the lot number, location and MFR, all information regarding food and drug administration approval. The letter also states that the device in question was put in on 07/02/1997, by a physician at a facility in youngstown, oh. No further details were provided.